Event description:
It was reported that after a fall, patient was experiencing inadequate stimulation and overstimulation in the right leg. X-rays were taken and showed that the lead had migrated. Database analysis of the battery discharge and charge profile revealed no anomalies. It was also reported via social media that the lead was fractured. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent an explant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after a fall, patient was experiencing inadequate stimulation and overstimulation in the right leg. X-rays were taken and showed that the lead had migrated. Database analysis of the battery discharge and charge profile revealed no anomalies. It was also reported via social media that the lead was fractured. No further information has been obtained despite good faith efforts.